Manufacturer narrative:
The device was received by the resmed technical service center in (B)(4) and an evaluation was performed. The evaluation determined that the system fault 180 and alarms were single occurrences and could not be reproduced during in-house testing. Further technical evaluation determined that the alarms were triggered correctly due to a user error of letting the battery deplete to empty. There was no fault found with the returned device. Resmed's risk anaylsis for these failure modes concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed (B)(4) that a system fault 180 was observed on an astral device indicating a battery charger fault occurred. During the service center evaluation of the device logs, a battery inoperable alarm and total power failure alarm were also observed. There was no patient injury reported as a result of this incident.